Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. Product ID: neu_unknown_prog, product type: programmer, physician. (B)(4).

Event description:
It was reported there was a problem with the catheter. The healthcare professional (hcp) performed a refill yesterday and noticed a lot of fluid around the pump. The patient did no have any withdrawal symptoms but did have some increased pain. The hcp aspirated about 100 cc's from around the pump. The hcp felt it was 100 cc's of drug. A dye study was performed and the hcp thought they saw a leak around the pump connector but the manufacturer representative could not see a leak. The hcp ended up replacing the sc (sutureless) connector and performed another dye study and "everything looked fine". The hcp was initially concerned because they had performed a refill of 20 ml's yesterday, but the programmer only showed 2 ml's in the pump. After further review of the logs, it was determined the pump was never updated at the refill yesterday. The hcp was able to aspirate approximately 18 ml's. It was added that the hcp was able to get 10 ml's at first, but kept trying and was able to aspirate approximately 18 ml's. It was noted the sc connector was damaged in the process of removing it and ended up in 2 pieces. The pump was used to deliver dilaudid (hydromorphone). It was further reported a leak was confirmed via dye study. The patient was receiving effective therapy. It was further reported a rotor study was also performed. The dye study found the leak at the connector. The patient was noted to have recovered without sequelae.